Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned they spoke to a rep about a adaptive stimulation issue they were having about a week ago and again today and rep redirected the pt to pats (patient and technical services) for a more "expediated solution." Pt said they have adaptive stim enabled on group b, but the adaptive stim did not seem to be enabled on group c. Pt said they saw a "spine" next to group b when in group b, but the spine was not present in group c. Pt said when they lay down, the adaptive stim in group c did not adjust and they felt overstimulated. Pt said issue started about a week ago. Pt said they even turned off their therapy in group c because they could not lay down with the therapy on. During the call, pt confirmed they did not see a spine next to group c. Pt then went into the adaptive stim menu. Adaptive stim was turned on(pt said button was green and said on) and the ins seemed to be detecting the correct position for the pt. Pt stayed in the laying position for 30 seconds after adjusting therapy settings down. Pt then stood up. Therapy settings did not change. Pt adjusted therapy settings up. Pt attempted to lay down, but the therapy settings did not automatically change and remained high. Pt mentioned it felt uncomfortable. Pt said "this is the most unreliable thing I ever had." At point in time, the handset appeared to be frozen when the pt was adjusting therapy settings and pt had to put the handset to sleep and then turn it back on and was able to adjust settings again. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they were just at the pain clinic yesterday. Redirected caller : patient's hcp rep reported as was only set on group b. Rep directed patient to call tech services. Unknown if resolved. Rep will follow up with patient.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.